Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of stenosis is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 3.0x18mm xience alpine stent is filed under a separate medwatch report number.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2019, the patient was admitted with acute myocardial infarction and underwent a coronary stenting procedure, with implant of a 3.5 x 23 mm xience alpine stent in the 95% stenosed proximal left anterior descending (lad) artery and a 3.0 x 18 mm xience alpine stent in the 80% to 99% stenosed proximal right coronary artery (rca). On (B)(6) 2019, the patient underwent a staged procedure, with implant of a 3.0 x 28 mm xience alpine stent in the mid rca, treating 80% stenosis. The patient was re-hospitalized on (B)(6) 2020 and 60% restenosis was noted in the 3.0 x 18 mm xience alpine and 50% restenosis in the 3.0 x 28 mm xience alpine. Angioplasty was performed, using drug coated balloon, to treat the restenosis. The event resolved on (B)(6) 2020. No additional information was provided.